Event description:
It was reported that dr attempted to insert an aq2015a three piece silicone lens and the lens got stuck in the inserter. There was no patient contact.

Manufacturer narrative:
Visual inspection of the returned product showed a haptic was bent and there was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.